Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the ultrasonic air sensor latch was broken. As a result, an alternate device was employed. The surgical procedure was completed successfully, and there were no delays, no blood loss or no adverse consequences to the pt.

Manufacturer narrative:
There was no service call for this issue as the hospital does not want it repaired at this time and will continue to use a back up air sensor. A preventive maintenance (pm) is scheduled for (B)(6) 2013.